Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer 2 failed to open and the magnet was missing. A field service engineer (fse) replaced inseparable magnet, tested all drawers and slides to ensure proper functionality. Then, the fse opened the top cover, checked connections in the electronics drawer, and removed dust under the top cover to resolve the issue. The system functioned as intended after the field service engineer repaired the device.